Event description:
Report received from (B)(6) stating that the device "does not function". The device was not being used during surgery. It is unknown if injuries or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" was confirmed. During the pre-repair diagnostic assessment the device was found to have "a damaged locking mechanism, most likely damaged due to power braking or improper assembly of cutter/ attachment to motor. The motor also has cleaning issues". If additional info is received, a supplemental report will be sent. (B)(4).